Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2500 ohms. Upon review of the daily measurements, it was noted that the impedance measurements were high and out of range for the past 12 months. An x-ray was taken which did not yield any significant findings. During the revision procedure the rv lead was tested on a pacing system analyzer (psa) and yielded the same high out of range pacing impedance measurements. A fracture was suspected but not confirmed. Subsequently the rv lead was surgically abandoned and no additional adverse patient effects were reported.